Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardioverter-defibrillator (ICD) was exhibiting noise due to electromagnetic interference. The emi has not been reproduced. The patient was in stable condition.